Event description:
Info reported that it was not possible to lock the right siderail in the upper position. No injury reported.

Manufacturer narrative:
Info reported that it was not possible to lock the right siderail in the upper position. Repair not yet complete.